Manufacturer narrative:
Block g2: clinical study name: hydrospace. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after the spaceoar vue placement procedure, during the 3 months follow up the patient experienced nocturia symptoms, there were no actions taking for at this time. However, during radiation treatment, the patient notified having dysuria and urinary tract infection (uti). The patient was placed on 2 weeks of ciprofloxacin for presumed uti, also a urinalysis was done which indicated negative bacteria and slightly wbc and tbc's. A urinary culture was also performed, which did not indicate the bacterial growth. The patient's condition was reported as resolved. The relationship between the device and the patient's symptoms were reported as possible related.